Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Customer reports that the insulin pump is constantly and recurringly squirting out insulin during priming. Blood glucose level at the time of the incident was 402 mg/dl. Symptoms included headache and was treated with manual injection insulin pump. Trouble shooting occurred but issue remains and is concluded to be a motor error. Product will be returned and a replacement insulin pump will be shipped to customer.